Event description:
This patient had augmentation mammoplasty 10 to 12 years ago and had capsulotomies at least three times early on. Last one done in 1989. Had displacement of implant on the right as well as baker's class IV capsular contractures. She fears ruptures and wishes replacement with saline filled implants. The capsule was entered with electrocautery. Both implants were found to be ruptured and the implants were removed from the pockets. Two masses were encountered on the left side that were biopsied and submitted to pathology for frozen section. They were found to be benign silicone granulomas. Mentor siltex spectrum saline filled implants were then insertedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.